Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system multiple drawers were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user was able to get the medications from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were not detected on bus. A field service engineer reset all row board cables and performed a reboot, which initially caused additional drawer failures. After shutting down and resetting the affected drawer, the system was rebooted and tested successfully. The system functioned as intended after the field service engineer repaired the device.